Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of cartridge chemistry (cc) cuvette not dry error messages generated on unicel dxc 800 synchron system. Customer technical support (cts) assisted customer in troubleshooting when customer noticed that the reagent probe a was leaking. Cts continued assisting customer to troubleshoot the problem but issue could not be resolved.field service engineer (fse) was dispatched and found that the reagent syringe was loose and leaking. Fse proceeded to tighten and run probe cleaning and had passed. Repair was then verified per established procedures.